Manufacturer narrative:
(B)(4). Reported event was confirmed by review of radiographs confirming dislocation along with not of malpositioning of the cup. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-04121, 0001822565-2019-04120.

Event description:
It was reported that patient is being considered for a revision surgery due to dislocation. No surgery has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.